Manufacturer narrative:
The company service representative examined the three (3) systems and was not able to confirm or replicate the reported events. The systems were then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed for each system. Based on qa assessment, the products met specifications at the time of release. The cassette was not returned for evaluation. The cassette lot number was not provided. The systems were found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the system stopped without prior alarm or a advisory displayed. Everything became unavailable so the system was shut down and the cassette replaced to relaunch the system. The case was completed without patient harm.